Event description:
Trial system was put into place on (B)(6) 2023. On (B)(6) 2023 high impedances were seen. The device header was changed out on that day with no change to the impedances. During the scheduled lead pull on (B)(6) 2023 this lead was found dislodged all the way out of the body and the other was close to completely out.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.